Event description:
It was reported that: "single sided tensioner will not grab wire and bring tensioning second set of instruments opened and used."

Manufacturer narrative:
Result: a review of the inspection guide sheet include with device history shows that all devices were subject to inspection of the thru hole with a functional gage wire, with 100% of devices passing inspection. Summary of eval: the results of the investigation indicate that the root cause of the event is improper maintenance and lubrication of the device. The dall-miles one sided cable tensioner will not operate as intended if it is not lubricated properly. The dall-miles cable system surgical technique specifies that the instrument must be lubricated before cleaning: "prior to autoclaving, apply a lubricant or instrument milk to the threads and the jaw mechanism within the heads. Be sure the lubrication penetrates the mechanism fully." This will ensure the device functions as anticipated during every surgery." Additionally, the note "clean and lube after each use" is marked on the outside of the instrument.